Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the distal tip of a 120cm outback elite broke off of the catheter. There was no reported patient injury. The device stored as per the labeling and was opened in a sterile field. The device was used in the patient. Despite multiple attempts, no additional information could be obtained. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17798931 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed, however, patient and/or procedural factors may have contributed to the reported event. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the device history record (DHR) review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17798931 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of a 120cm outback elite broke off of the catheter. There was no reported patient injury. The device stored as per the labeling and was opened in a sterile field. The device was used in the patient.